Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to log in to the station and es server. Upon checking the logs, the customer suspected it was a database space issue and informed the concerned team to clear the logs. A technical support specialist logged in to es server "unable to authenticate" and checked the identity log and found an error. A technical support specialist ran an azure connection test and found that urls were closed and advised the customer to permit list the bd urls. A technical support specialist stated that the customer confirmed the issue was resolved after the database team had cleared the logs, and they were now able to log in successfully. The system functioned as intended after troubleshooting the device. The serial number, UDI and device manufacture date were kept blank since the given asset information was found to be es vm large 2016 server w/out sql.

Event description:
It was reported that when using the pyxis medstation es system, multiple sites affected multiple users, preventing them from successfully authenticating. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.